Manufacturer narrative:
The reported event is confirmed as manufacturing related. A potential root cause could be due to operator error-mishandling during packaging the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard i.c foley tray b consists of a balloon catheter ,urine- collecting bag for closed drainage system, syringe prefilled with sterile water , water-soluble lubricant , antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheter, two way and three way , and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product."

Event description:
It was reported that when the catheter tray was opened there was no catheter and no drainage bag inside the package. There were two prep trays in one of the trays. There was not a pair of gloves but only one glove in one of the pre trays.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the catheter tray was opened there was no catheter and no drainage bag inside the package. There were two prep trays in one of the trays. There was not a pair of gloves but only one glove in one of the pre trays.